Event description:
New information received stated that the patient developed a hematoma after a routine pulse generator change in april 2019. The hematoma of the implant site worsened and developed an infection. The patient then presented to the hospital on (B)(6) for treatment. The implantable cardioverter defibrillator system was explanted on (B)(6) and a replacement system was implanted on (B)(6) 2019. The patient tolerated both procedures well and was discharged on (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and was admitted to the hospital. The implantable cardioverter defibrillator system was explanted successfully. The patient condition was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.